Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was being used as a temporary wire to provide support during the rv lead revision. Rv lead failure to capture/sense post-operative was noticed and lead dislodgement was confirmed. A permanent lead was placed. No patient complications have been reported as a result of this event.